Event description:
The customer stated that she was hospitalized due to dehydration and diabetic ketoacidosis. Troubleshooting was performed and found that insulin was squirting out of the insulin pump during the manual prime. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.